Event description:
A falsely elevated troponin I result of 2.1 ng/ml was obtained on a pt sample. The result was reported to the physician. A serum sample from the same draw time was tested in duplicate and results of 0.06 ng/ml and 0.03 ng/ml were obtained. It is unk if pt treatment was prescribed or altered as a result of this incident. There was no report of adverse health consequences a result of the falsely elevated troponin I result. The probable cause of the falsely elevated troponin I result was sample handling as described by the customer.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and sample data did not indicate a device failure. Customer indicated a sample integrity issue. The IFU for dimension ctni flex reagent cartridge contains the following info: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specifications.